Event description:
A 3.0 mm diameter x 14 mm length endeavor mxii drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unknown coronary artery lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the stent dislodged. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: inherent risk of procedure (stent dislodgement). Other (lack of info).